Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unable to upload data from the mobile device application. The customer reported no adverse event. The event involved product(s) mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.2.0) installed on iphone 15 pro (ios 17.1.1) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. Following a comprehensive investigation, the carelink support team examined database application logs and the teneo platform, confirming security/communication errors with the pump during uploads. Evidence in logs indicated that pump's security certificates were not functioning properly. The helpline was advised that pump replacement is the recommended resolution. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4) , version (B)(4) . (Most likely) root cause: based on the investigation findings, the likely root cause is a misconfiguration of the pump within the teneo platform. Analysis summary: to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: recommended pump replacement. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.